Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the lead implant site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was revised to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.